Event description:
Per end-user's son, advised was going up an incline and the plastic around the front left caster broke off and caused end-user to fall forward to the side and hit side of back on bar. End-users son advised grabbed his fathers shirt so he would not fall. End-users son advised was bringing him home from the back doctor when this happened. End-users son advised father's back is hurting but did not seek medical attention. End-users son could not provide any further information.